Manufacturer narrative:
(B)(6) 2021, medwatch form received from the FDA. Follow up for patient # 3, a 62 year old male. Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused fentanyl drip patient therapy (dose, rate, volume to be infused unknown) in the medical intensive care unit. The registered nurse (rn) noted that the volume remaining per pump's review was not equal to the actual volume observed (following continuous infusion and prn boluses from vial). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.